Event description:
The user facility reported an incident where in two patients incurred a burn on one hand after undergoing surgery. (Refer to MFR report# 9615010-2010-00001) the burn occurred after the patients underwent plastic surgery on the finger to repair nerve damage. The burns are reported to be third degree, the size of the illumination field on the top and bottom of the patient's finger. The operation lasted approximately 1-1.5 hours and the skin was exposed for 30-45 minutes during the surgery.

Manufacturer narrative:
Customer reports that the working distance is usually set at 200 mm and that the light intensity is set at 100%. The labeling provides a recommendation to use the lowest light setting necessary for the procedure, reducing the exposure to a minimum. The system was inspected by a trained service technician; no malfunction of the device was found. Customer did not purchase this product from carl zeiss meditec. The system had been maintained by a third party company. No maintenance, installation or training of the device was previously performed by carl zeiss meditec. Training has been offered to the customer.